Event description:
Our distributor in (B)(4) claims this unit is alarming transducer fault, exhaled, volumes are always reading very high, they try to calibrate the exhalation flow transducer and the problem was not corrected, the transducer fails the zero calibration.

Manufacturer narrative:
The distributor evaluated the device and determined that the issue was caused by a malfunctioning transducer on the main board. Per distributor, the hospital hasn't alleged any patient harm due to this device failure. As of may 08, 2015, the distributor has not requested a replacement main board.